Event description:
It was reported that when the device was interrogated, there was no stored data since implant. The device was programmed in vvi mode as no atrial lead was implanted. Implant detection was found to be still on and was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 2012 (B)(6). For use by user facility/importer (devices only). (B)(4).